Event description:
It was reported that during a percutaneous coronary interventional procedure, a guide wire tip detachment occurred. The lesion was located in the native circumflex artery (cx), as accessed through a saphenous vein graft (svg). Another MFR's balloon was being advanced down the luge guide wire, however, difficulty was encountered during advancement. The physician then pulled back on the luge guide wire and the tip of the luge guide wire dislodged. Attempts to remove the luge guide wire tip were unsuccessful, and the tip remains in the pt, having migrated to a distal branch of the cx. It was further reported that this removal attempt took 5 hrs. The pt was discharged and sent home with no further intervention and no complications. Pt status was reported as 'stable'.

Manufacturer narrative:
The guide wire has not been rec'd for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.